Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with malfunction of "overinfusion (10w rate of delivery (10.5ml/hr) infusion finished 6 hours short of 24 hour goal by the pump)". This condition had the potential to interrupt delivery. This condition was found in the pediatrics department. It occurred after infusion. There was a patient involved, but there was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of a pump with malfunction of over infusion was not confirmed by service. The cause of the reported condition was not identified. Since no assignable cause could be provided, no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.